Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter, during a video- assisted resection of lower lobe lesion, the device on the second reload was not able to fire. The surgeon closed the stapler on the desired tissue and went fire but the gun did not allow the reload to fire. Another stapler was opened to complete the procedure. No patient injury has been noted.